Manufacturer narrative:
Device passed the self test and displacement test, rewind test, prime or seating, basic occlusion, force sensor, and occlusion test. No anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level, she was suffered ketoacidosis and insulin pump not delivering insulin and insulin pump was not rewinding. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performing the high pressure test and the test result was fail. However, customer was performed repeated high pressure test and the test results was no. Customer was assisted on troubleshooting. The device will be returned for analysis.